Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 435 mg/dl. Customer states that sensor was not connecting. Customer¿s current blood glucose was 208 mg/dl and customer declined to troubleshoot. Insulin pump will not be returned for analysis.